Event description:
It was reported via social media that death occurred. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted. Nine days post-procedure, the patient had a heart attack and died.

Event description:
It was reported via social media that death occurred. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted. Nine days post-procedure, the patient had a heart attack and died. It was further reported that this was a challenging case as the watchman device did not seat well in the laa. A double curve truseal access sheath was used with a 24mm device initially, but this device would not stay in the laa when tugged. The double curve sheath was then used with a 21mm device hoping to seat it deeper, but it also failed the tug test. The double curve was exchanged for a single curve sheath and a new 21mm device was seated deeper and it passed the release criteria. Both intracardiac echo (ice) and transesophageal echo (tee) were used for this case.